Manufacturer narrative:
The pump failed the displacement test, and gave a motor error alarm due to an out of phase motor encoder signal. The pump also had a broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir window, a missing end cap sticker, and a cracked case near the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the insulin pump returned a motor error alarm during basal. Customer reported recently sitting in close proximity to a magnetic imaging machine. Blood glucose level was 302 mg/dl at the time of the call. No further information was provided.